Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter who is a nurse and clinical coordinator, that, in the surgeon's opinion, refractive miss, caused or contributed to the event. The lens was exchanged for the same model iol, but 1.5d difference in power. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative has reported that following an intraocular lens (iol) implant procedure, the iol was explanted due to the vision to fluctuating throughout the day, and blurry vision. Additional information was requested.